Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 579 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and found air bubbles in the reservoir tubing. The customer's bolus settings were all accurate and the cannula was not bent. The customer was advised to change their reservoir and infusion set. The customer called to receive emergency supplies. The device was not returned for analysis.